Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the healing abutment screw at tooth site #14 had become loose. The screw-retained crown was removed; however, attempts to re-screw it were unsuccessful. The procedure was completed by placing other healing abutment screw. The patient presented with pain and inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d1. Brand name d2. Type of device d4: additional device information g3: date received by manufacturer g4: premarket identification g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h11: additional narrative. Zimvie received one (1) iunihg, (certain® gold-tite® hexed screw) for evaluation. Visual evaluation of the as returned device identified the screw with signs of use, and general wear around the threads and drive feature; however, functional testing with an in-house thread gauge verified the screw threaded as intended. The reported loosening event is non-verifiable without return of all devices involved. This complaint refers to the specific device being investigated for this complaint record. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿loosening¿ based on the investigation and risk management file review, the most likely root causes determined from the investigation are incorrect / insufficient torque applied, or patient factors. Therefore, based on the available information and functional testing, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.